Event description:
It was reported that a 77-year-old caucasian female patient underwent a breast reconstruction with mentor memorygel breast implants 150cc and experienced rupture on the left side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with a similar device on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On nov 29, 2022, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 150cc breast implant was found ruptured and received in two (2) parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the rupture on the anterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).